Event description:
New information received notes patient was in stable condition and the right ventricular (rv) lead had no capture due to poor positioning of the rv lead.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker replacement procedure. During the procedure, the right ventricular (rv) lead had no capture. The rv lead was capped and replaced on (B)(6) 2023. No patient consequences were reported.